Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow up there was one high voltage lead impedance measurement that was out of range, next measurement was in range. Physician decided to replace the lead. Patient was in good condition after the procedure.